Manufacturer narrative:
Uchida, h., nagata, n., yokoyama, h., I, a. Two cases requiring emergency response after wave. 39th meeting of the japanese society of urological endoscopy and robotics, p11-7. Detailed product information was not provided to boston scientific despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 39th meeting of the japanese society of urological endoscopy and robotics, adverse events requiring emergency response following water vapor thermal therapy (wvtt) using the rezum system. Case 1 was a 79-year-old man who underwent wvtt to treat prostatic hyperplasia. On day 13 post-procedure, the catheter was removed, and the patient was able to void. However, on day 28 post-procedure, the patient presented with pyrexia and difficulty in body movement. Examination showed elevated inflammatory response, and CT imaging revealed gas shadows in the left seminal vesicle prostate and bladder. The patient was diagnosed with emphysematous prostatitis and emphysematous seminal vesiculitis. The patient was treated with antimicrobial agents.